Manufacturer narrative:
The product ws not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported at 9:43 am she activated a new pod and her blood glucose and insulin history is as follows. At 7:06 pm the pod was deactivated and he noticed the cannula was not inserted into her skin. The adhesive pad was not fully flush against her skin.